Event description:
It was reported that during an implant procedure when inserting the superion indirect decompression spacer, the top of the implant broke. The spacer was removed and a new implant was successfully implanted. There were no complications to the patient as a result of the event. The spacer will not be returned as it was disposed of by the medical facility.